Event description:
It was reported that the loop detached while being used during a gynecological resection procedure which caused 2 hours of delay. The procedure was completed with another loop and the patient will need xray and be seen again in 2 months. There were no reports of further patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b3, d8, d9, h2, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, and device evaluation based on the approved final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection. During the visual inspection, it was determined that the loop of the electrode is detached and missing. The reported failure was confirmed, and stress problem was identified. Based on the investigation, the most probable cause of the complaint was not established, indicating the findings do not point to a definitive root cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.